Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During inspection the safety valve was replaced and the pre-use check passed. However, the reported error recurred during ventilation with a test lung. Further inspection was performed and according to the provided information, the reported error was resolved by replacing the expiratory channel printed circuit board (pcb). The pre-use check passed and no abnormal found during ventilation with a test lung for an hour. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The conclusion is that the root cause of the reported error was defective expiratory channel pcb, however no logs were received and the faulty part was kept by the customer and have not been returned for further investigation.